Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was on a holter monitor on (B)(6), 2010 that indicated oversensing/sensing failure. The device was checked on (B)(6), 2010 and no anomalies were found. Oversensing could not be reproduced by changing the patient posture, manipulating pocket area or arm movements. The physician suspects lead fracture due to long usage, based on greater than 2000ohms impedance shown in the lead trend. The patient will be referred to another hospital for revision procedure. The lead remains in use. No patient complications have been reported as a result of this event.